Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08810 inches. No delivery anomalies noted. Device received with scratched case, pillowing keypad overlay and cracked select button keypad overlay. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia and hypoglycemia. The customer's high blood glucose level was 540 mg/dl and they managed to correct it. The customer's low blood glucose levels were 40 mg/dl, they felt shaky and treated with orange juice, banana and a bowl of cereals. The customer's current blood glucose level was 112 mg/dl. They also reported that the retainer ring was cracked and chipped off but the reservoir was able to lock in place. It was unknown if the insulin pump a was on auto mode at the time of the incident. The customer reported blood at sensor insertion site and also mentioned transmitter and sensor related issues. The insulin pump will not be returned for analysis.